Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to tinnitus, poor sound quality and to upgrade to a newer technology. Reprogramming attempts were made; however, the issue could not be resolved. The patient was reimplanted with another cochlear device during the same surgery.